Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device did not seem to be as hemostatic as usual. There was not an audible click when the device was closed, however, there was a click when the jaws were open that was normal. The jaws did not have any trouble opening or closing. There was an instrument error code displayed then another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was connected to a test handpiece and generator and functionally tested. During testing an error code 5 was not displayed . The device cut the test media as expected. However, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was slightly bent, preventing it to be in contact with the moving trigger and resulting in no audible feedback sound. The bent closure indicator does not affect the device functionality. No conclusion could be drawn as to how the closure indicator.

Event description:
The facility representative reported a flogard infusion pump which experienced f2 alarms. It is unknown when or at what point in the process the reported condition occured. Device evaluation determined the root cause of the condition to be false occlusion alarms caused by a broken door. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.